Manufacturer narrative:
Product complaint#: (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needles detach from the suture (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. Please confirm below, how many devices demonstrated the reported alleged deficiency? Product code: v449g-lot: ubmmlp: product code: v449g-lot: ucmbaj: product code: v449g-lot: rmmjck: product code: v449g-lot: 102rjd: please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2025 and suture was used. During the procedure, it was reported to the distributor that the needle came off the suture during surgery in four separate incidents. Devices are available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Upon review of the additional information provided, (B)(4) is no longer reportable due to the following additional information received: 1. Please indicate whether the products being returned due to doctors refusing to use them had any issues. A. Several suture strands either broke while being tied during surgery or detached from the needle while attempting to place them in the eye. B. At least 1 incident where the patient came back 24 hours later with them broken apart at the incision. It was not believed that the patient caused this to happen by its behavior. 2. How many v449g (lot #: ucmbaj) products failed in each of the four reported incidents? A. West might have only used 1 strand and if it broke he wouldn¿t try the other strand. 6 suture strands failed within these 4 incidents. 3. When were the needle came off suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify a. The suture strand detached from the needle while placing it in the eye. After pushed through one side, when he¿d try to grab the needle and pull the suture through it would break off. 4. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided 5. Please provide the source or name of person providing answers to follow-up questions: (B)(6) and dr. For (B)(6). - please indicate whether the products being returned due to doctors refusing to use them had any issues. Definitely had issues; both needles of 3 suture packs from this lot were not secured well to the suture and came off at the swage. - how many v449g (lot #: ucmbaj) products failed in each of the four reported incidents? 3 suture packs of double sided suture (6 needles total came off) - when were the needle came off suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify three came off during use on the patient (without the use of excessive tension or improper suture technique) and three came off during handling prior to use on the patient - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions: dr.(B)(6).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested, and the following was obtained via: none of the three 3 cases we sent details on have been reported to ethicon before. The previous reports for the other lot numbers were when the needles came off of the suture while it was being used in surgery. I do not have exact dates for those incidences.